Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It was reported that the pt fell, breaking the knee articular surface. A revision was performed.